Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The device history record was reviewed and there were no issues noted. The raw material inspection information was also reviewed and there were no issues noted. This was a customer made connection. There were no tie bands used to secure the connection. Additional information related to this surgery is noted in MFR#1212122-2016-00014. Since the device was not returned or photographs provide, this complaint could not be confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up

Event description:
The customer reported that at approximately 10:45am the 3/8" bypass line came off the 3/8" y connector line. This was a customer made connection to an oxygenator. The line was not tie banded. The disconnection occurred approximately 10 minutes into the surgery while the perfusionist was cooling the patient to 33 degrees centigrade. The surgeon came off bypass for approximately 45 seconds to 1 minute, and the perfusionist reprimed the centrifugal head and oxygenator. There was an estimated blood loss of 450 cc's. The patient left the operating room with an hgb of 8.5 gm/dl. The patient did not require a blood transfusion post operatively. Additionally there were no other reported post-operative issues with the patient.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems in the initial report submitted september 23, 2016. Upon further investigation of this reported event, the following information is new and/or changed: inadvertently updated. If follow-up, what type? Indicates the follow-up activity. (Updated part return information) . (Indication that this is a follow-up report). (Follow-up due to additional information/device evaluation). (Device evaluation). (Identification of evaluation codes...) (B)(4). The device was returned on oct. 7, 2016. It was composed of the oxygenator with a 1.4" section of line 19a, l3. The customer also returned part of line 19 that was not implicated in the complaint. The majority of line 19a was missing. Additional functional testing could not be conducted since an incomplete device was returned. However through visual inspection it was confirmed that portion of 19a connected to the oxygenator was not tie banded by the customer. The customer failed to follow the instruction for use (IFU) of the kit which states in section 6 "pushing user made connections past the second barb and tie-banding all user made connections will prevent disconnection and leaks." A letter will be sent to the customer reminding them to utilize a tie band for all customer made connections per IFU. Additionally, it was confirmed that the tubing was within specification. This was accomplished by cutting and measuring a cross section of the tubing that was attached to the outlet of the oxygenator. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up. (B)(4).